Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with a right atrial lead that exhibited noise, low impedance, sensing issue, and high thresholds. No resolution was reported.